Event description:
While in the right iliac the powercross balloon burst and had to be snared out.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the device was returned in its pouch packaging in several pieces. An inventory of the returned pieces of the powercross revealed that the two radiopaque marker bands were not returned. The dilatation catheter was returned in six pieces. The y-manifold was separated from the multi lumen catheter. The multi lumen catheter was returned in three sections and each section exhibited ductile deformation to both lumens. The single center lumen exhibited an extreme amount of ductile deformation. The balloon chamber material exhibited according folding, radial tearing, longitudinal tearing, and the distal bond was still intact with the distal tip. The entire balloon chamber appears to be returned. The strain relief was removed and the separation of the y-manifold from the multi lumen exhibits necking and ductile deformation. The tears of the proximal balloon chamber material match the tears of the proximal balloon bond material on the catheter.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.